Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged from the hear wall. The patient underwent a surgical intervention to reposition the lead, which remains in service. No additional adverse patient effects were reported.